Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, which resolved the issue, and was instructed to continue using the pump and to contact support if the malfunction recurred.